Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4)

Event description:
It was reported that the pump was not working and the patient couldn&#62752;find a doctor to take it out. It was speculated that the pump was empty. The pump was used to infuse morphine (unknown). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.